Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, -21.00 diopter in the patient's right eye (od). Eight years post-op, the eye developed an anterior subcapsular cataract. The patient underwent phacoaspiration of the cataract with icl in situ and a single piece hydrophobic pciol was implanted. One year after the right eye cataract surgery, the patient had cdva of 20/40 and subjective refraction of -0.75 dc@10 degrees.